Manufacturer narrative:
(B)(4). Failure to follow steps/instructions - a femoral angiogram was not taken. Per instructions for use: under warnings - perform a femoral angiogram to verify the location of the puncture site. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other two proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that common femoral arteriotomy closure was attempted using a proglide device after a procedure to treat an embolization. Reportedly, upon doing lifting the lever to deploy the foot (step 1) a strange sound was perceived. All the additional steps were completed and when removing the needles, the knot had not been done. Two additional proglides were used with the same results. Finally, a proglide from a different lot was used and it worked properly. A femoral angiogram was not performed. There were no adverse patient sequelae reported and no clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported failure to deploy the suture was confirmed as a posterior needle to cuff miss. The anterior cuff had a separated tab (not returned). A cuff tab measures approximately 0.01 by 0.01 inches. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. The reported packaging damage was not confirmed as the packaging material were not returned for analysis. The reported noise could not be replicated in a testing environment as it was most likely related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the proglide instructions for use (IFU), states: prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the femoral artery site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the arterial wall to avoid device cuff misses (device needles not engaging with the cuffs) and/or posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery. Angiographically verify that the puncture is on the anterior wall of the common femoral artery. The puncture should be proximal to the bifurcation of the superficial femoral artery and the profunda femoris branch and distal to the inferior margin of the inferior epigastric artery.a conclusive cause for the reported failure to deploy the suture, packaging damage and noise could not be determined. The treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.additionally, sterile, unused devices were returned. No damage was observed to the packaging and the devices were successfully deployed.

Event description:
Additional reported information: the package was "damaged in the black area with a cut".